Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A cut was observed to penetrate the balloon. The balloon was unable to be inflated due to the observed cut. Visual and functional testing of the returned product confirmed the product, as received, did not meet quality release specifications. Product analysis suggests the product was not used in a surgical procedure. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the device leaked from the second black port. Another device was used to fix the issue.